Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller revealed that it met specifications; the controller passed visual examination and functional testing. System testing did not indicate any abnormal operation of the controller. Review of the alarm log file revealed a high watt alarm followed by a vad stop alarm. It's possible the vad stop alarm was caused by a marginal driveline connection. The controller was in use when the reported event occurred. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The ventricular assist device (vad) coordinator reported that the patient had to have a controller change during the night. The nurse said the controller alarmed, showed no flow and said driveline disconnected. The controller was changed out with no further issues. It was reported that there was a plan to x-ray the driveline to check for any fractures. With follow-up investigation it was reported that no further action was required and there have been no further issues with the new controller.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Preliminary review of the log files confirmed vad disconnect alarms. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. There is a warning to keep a spare set of fully charged batteries and a spare back up controller available at all times. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.